Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. Granddaughter is calling on behalf of customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen and/or bathroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is 08/01/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report:(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. Granddaughter is calling on behalf of customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen and/or bathroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is 08/01/2019. The meter memory was reviewed for previous test result history. Result 1: 322mg/dl date: (B)(6) 2019 time: 06:38pm fasting , result 2: 355mg/dl date: (B)(6) 2019 time: 06:37pm fasting, result 3: 216mg/dl date: (B)(6) 2019 time: 06:36pm fasting, result 4: 323mg/dl date: (B)(6) 2019 time: 06:35pm fasting, result 5: 104mg/dl date: (B)(6) 2019 time: 06:33pm fasting.